Manufacturer narrative:
Unit received with missing segments due to cracked lcd glass. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's display was bleeding. Customer also reported that the device was cracked at the battery compartment. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.